Event description:
Clinical study. It was reported that seven hundred twenty four days post index procedure, the patient expired. The index procedure treated the mid rca. The mid rca was a de novo, 50% stenosed, mildly calcified and mildly tortuous lesion. It was 3.75 wide and 30 mm long. The patient was experiencing an acute myocardial infraction. The physician pre-dilated the lesion prior to placing a 3.5 x 32 mm taxuss express2 stent. 2 medtronic bare metal stents were also placed in the mid rca. The patient experienced a dissection during the index procedure. Residual stenosis post deployment was 0%. On day 724, the patient expired due to multisystem failue. No autopsy occurred. In the opinion of the physician, there was an unknown relationship between the target vessel and teh death.